Event description:
Sorin group italy received a report related to poor performance of a lilliput oxygenator. In detail, the membrane oxygenator presented oxygenation failure one hour after surgery with a po2 of 54 with fio2 at 100%. This caused patient hypoxemia during procedure leading to support the patient with the mechanical ventilator for compensation.

Event description:
See intial report.

Manufacturer narrative:
Analysis of the provided pump sheet of the case did not identify any decay in the hemoglobin oxygen saturation value corresponding to the time to failure reported (100% of fio2 after about 1 hour into the surgery) was retrieved: sao2 was found steadily above 95%, ranging between 98% to 100%. Additionally, a unique arterial blood gas data report taken at the beginning of surgery (16.26, fio2 70%) was made available and revealed a po2 value of 42,1 mmhg resulting into a sao2 equal to 77%. Also in this case, if temporally placing this measurement point to the timeline documented in the pump sheet, no sao2 value below 80% was found. Through follow-up communication, livanova learned that the root cause of the low oxygenation event was a calibration issue of the gas blender. Customer performed a thorough investigation of the case and closed the case. The gas blender will be subjected to maintenance twice a year. The complained gas blender is not manufactured by livanova. No direct involvement of the livanova oxygenator was confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: sorin group italy manufactures the lilliput oxygenator. The incident occurred in lima, perù. According to livanova medical opinion, since the mechanical ventilation of the patient was conducted to compensate the low oxygenator performance, the event has to be classified as medical intervention to preclude serious injury. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.